Event description:
Pt required removal of existing gamma lag screw with plans to add more bone graft to the site and replace with longer screw. Lag screw driver was securely attached to lag screw, however, screw was so well fixed in femoral head that the 4 lags on instrument sheared off. Since a replacement instrument was not available to complete the procedure, the pt had to be closed and rescheduled for the following day.

Manufacturer narrative:
Summary of eval: eval results indicate that this event is user related.